Manufacturer narrative:
Product complaint #: (B)(4). Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j representative. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent for a revision surgery due to broken plate. On (B)(6) 2021, the patient underwent for the open reduction internal fixation surgery for supracondylar fracture of femur with the plate. It was unknown if the revision surgery completed successfully. The patient outcome was unknown. Concomitant device reported: unk - screw: (part# unknown; lot# unknown; quantity: unknown). This complaint involves one (1) device. This report is for (1) ti lcp distal femur plate 9 holes/236mm/right-sterile. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: visual analysis of the returned sample revealed that lcp-df 4.5/5 r 9ho l236 tan plate was broken, and broken piece was also returned no other issues were identified. The dimensional inspection was performed, and it is within the specification limit. The observed condition lcp-df 4.5/5 r 9ho l236 tan in the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed broken condition of the lcp-df 4.5/5 r 9ho l236 tan. While no definitive root cause could be determined, it is probable that the lcp-df 4.5/5 r 9ho l236 tan was broken due to the unintended forces. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: 09-aug-2021 by: mschoenfeld. A DHR review was not performed for this pi. This part number is manufactured in switzerland. Please reassign this task to the correct group. 19.08.2021: product code: 422.254s. Lot number: 78p8404. Manufacturing site: grenchen. Release to warehouse date: 24 november 2020. Expiry date: 01. November 2030. A manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. A DHR review was not performed for this pi. This part number is manufactured in switzerland. Please reassign this task to the correct group. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.